Manufacturer narrative:
(B)(4). The lot was manufactured from may 4, 2015 to may 5, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port after filling. There was no patient involvement. No additional information is available.